Event description:
The reporter stated that the stopcocks are cracking while infusing lipids. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Two samples were returned for evaluation. Examination of the returned samples found that the female luers on the b port were split at the parting line and stress fractures were found around the luer. The cracking is possibly due to either overtightening or exposure to a chemical. Lot history review is not available as the lot number was unknown to the customer. Medex was able to confirm this issue and determine possible causes. No additional action is necessary at this time. Medex considers this MDR closed with this report.